Event description:
During a gastrectomy procedure, during use of the blade on the patient, the doctor felt the ring handles were too tight to use it fluently. Still used it to complete the or. No patient consequence.